Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that the issue was caused by screws that fell out of the drawer. A field service engineer, tightened all screws in all drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer has failed. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.